Manufacturer narrative:
Ge healthcare recommended reloading software and replacing the display unit. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, twice during a case, the unit went into a system reset. The case was completed in manual mode. There was no reported patient injury.